Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Reportedly, the pain worsened during the act of charging. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the physician tightened the original pocket, leaving the ipg in place to address the issue.